Event description:
Pt presented to me with a 2 wk history of swelling in her left breast. She had a history of breast cancer and treatment with expander and implant reconstruction. The left breast swelling became infected, and she was seen at an outside ER where the fluid was drained and a CT scan was done. I was then asked to see the pt. Pt presented to me with purulent, cheese curled fluid mixed with silicone coming from an open area of her breast. Mcghan silicone gel implant style (B)(4).